Event description:
It was reported the pt's ipg had been unable to communicate with her charger for approximately 2 months, and now the ipg also cannot establish communication with the programmer. The pt receives a communication error message. She was advised to contact her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.